Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a foley catheter. The customer reports the patient had a radical retropubic prostatectomy with bilateral pelvic lymph node dissection procedure on (B)(6) 2014. A 3-way foley irrigation catheter was placed for bladder irrigation during the procedure. In the early morning hours on (B)(6) 2014 the catheter was irrigated following a telephone order from the physician due to decrease in output. The surgeon came in to see the patient shortly thereafter and discovered the balloon that holds it in place was ruptured. The patient said he recalled hearing it pop earlier. The patient was returned to surgery that morning for a cystoscopy and replacement of his catheter.

Manufacturer narrative:
The device history record (DHR) review could not be performed because a lot number could not be provided by the customer. The sample was not received for evaluation. Root cause and corrective actions could not be identified without a sample to evaluate. If a sample is provided at a later date, the complaint will be reopened for further investigation. Additionally, the balloon burst issue has been previously confirmed; this investigation is addressed in a formal corrective and preventative action (CAPA) currently in an open implementation phase. The root causes detected for this CAPA include; a review and update as necessary of job plans for cleaning machines, updating the ultrasonic cleaning machine procedure to incorporate proper mold metal piece handling, describe a step by step mold cleaning process, determine and establish maximum storage period for molds after the cleaning process, establish an optimal life time period for detergent and update the procedure for the ultrasonic cleaning process, establish a balloon mold flatness base verification period as part of preventative maintenance (pm) job plan, incorporate a mold register book implementation to track any mold activity, and establish a molding press base verification period as part of the pm job plan. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.